Event description:
It was reported that the boston scientific pacemaker detected noise on both the right atrial (ra) and right ventricular (rv) competitor leads, resulting in pacing inhibition up to three seconds in length. This noise was reproducible in clinic on certain arms maneuvers. The patient was sent home with a holter monitor, which showed variable p/r at times nocturnally. A request was made to have available device data analyze by technical services (ts). Data analysis confirmed the clinical observations, and lead troubleshooting options were recommended to evaluate for possible lead impairment, as lead fretting was suspected. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).